Event description:
It was reported by the affiliate that the (1) er320 was used during a laparoscopic cholecystectomy procedure. It was reported that the clip of the er32o did not form normally. There was no consequence to the patient.